Event description:
On (B)(6) 2012, therakos rec'd a report of system pressure dome leak after system pressure alarm. Customer stated while running treatment a system pressure alarm occurred at 190 ml wbp and noticed system pressure was leaking. Customer aborted the treatment and did not return blood to the pt. The estimated blood loss was 275 ml.

Manufacturer narrative:
Batch record review on xts kit lot z324 showed that the lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).